Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, after fired, noted the staples were malformed. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.